Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the text on the display screen was found to be dim, faded and discolored. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a dim/fading/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.